Event description:
It was reported during routine explant procedure the device header broke apart from the body. The pieces were successfully retrieved, and the operation was successfully completed. There were no patient consequences.

Manufacturer narrative:
As-received device was visually inspected and header of the device was found to be separated from the metal can due to excessive force used by user. This is consistent with improper handling of the device header by user. Device was received with voltage at end-of-service level due to normal battery depletion. Session record was reviewed and no anomaly was noted. Longevity assessment was performed, device met the projected longevity and is considered normal battery depletion.